Event description:
It was reported that the patient faced three infusion set fell off during use event on (B)(6) 2026. The infusion set was in use for less than an hour. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.